Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. A remote interrogation was performed and reviewed. The device had recorded two sudden bradycardia responses and two pacemaker mediated tachycardia (pmt) episodes. The device appeared to be functioning as expected during the episodes but it was thought that the pmt may have lead to the patient experiencing syncope. The post-ventricular atrial refractory period (pvarp) was reprogrammed. There were no additional adverse patient effects reported. The device remains in service.